Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12430. It was reported the patient was no longer receiving coverage, one of the leads had migrated. Surgical intervention was taken where the leads was explanted and replaced. Stimulation was restored following the procedure.